Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level above 600 mg/dl with high ketones. Customer was treated with intravenous fluids, and was released from the ER 6 hours later. Upon being released from the ER the customer's bg level was 170 mg/dl and the customer was in "good condition". Reportedly, customer received multiple intermittent occlusion alarms and changed the pump supplies multiple times to address the issue.